Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: review of the black box data revealed an unexplained power on reset event and consecutive 054/052/012 call service alarms. On examination the battery compartment and battery cap were intact and without damage. The battery cap fit securely to the pump for testing. On investigation, the pump powered on with audio tone and vibration functioning; however, the display screen remained blank. The pump was opened for further investigation and revealed a single component failure, which caused the blank display. Investigation did not duplicate the ¿no power¿ complaint. A blank display screen can give the impression of no power to the pump; however, when audio tone and vibration are present, there is power to the pump.